Manufacturer narrative:
61- intuitive surgical, inc. (Isi) received the vessel sealer extend instrument involved with this complaint and completed the device evaluation. Failure analysis investigation did not replicate nor confirm the reported complaint. The instrument was found to have a dislodged blade. The blade was exposed outside of the blade garage 0.102¿. This failure is due to mishandling/misuse. There was no conductor wire damage or snake wrist damage. There was no bio debris found at the instrument tip. After manually retracting the blade, the instrument was placed on an in-house system. The instrument passed the recognition and engagement tests, moved intuitively with full range of motion in all directions, and the grips opened and closed properly. The instrument passed electrical continuity, energy delivery, cut, grip force, and jaw gap verification tests. The grip force test results were as follows: straight 6.8, pitch 7.024, yaw 6.715. No ceramic dots were missing. A review of the logs showed no errors. A review of the instrument log was performed. Per the review, the following was confirmed: system serial #, device material, lot#/serial #, and event date. The instrument was last used on (B)(6) 2020 on system sl0303. This is a single use instrument.

Manufacturer narrative:
Isi has not received the vessel sealer extend instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if additional information is obtained. Verification of the product and event details via system logs cannot be performed at this time because there is insufficient product and/or event date information. A review of the log for system (B)(4) on (B)(6) 2020 was performed. Per logs, two vessel sealer extend instruments matching the provided lot number (m91191117-0272 & m91191117-0270) were used during a procedure. At this time, it is unknown which instrument is associated with the reported event. This is a single use instrument. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or video clip for the reported event was submitted for review. Advanced technical review is not required as adequate information has been obtained to investigate the complaint. Based on the information provided at this time, this complaint is being reported due to the following conclusion: the generator used with the vessel sealer extend instrument and da vinci system is designed to provide a successful confirmation signal to indicate seal completion. However, it is unknown if there was a successful confirmation signal following the reported sealing cycle attempt. This complaint is being assessed as a reportable complaint because the vessel sealer instrument reportedly did not sufficiently complete a seal and it is unknown if there were audible beeps from the generator, indicating that the seal was complete.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the vessel sealer extend instrument stopped sealing after 20 minutes. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the customer on 11/12/2020 and obtained the following additional information: the issue did not occur during a critical surgical step. There was no harm to the patient. Additional details regarding the event cannot be provided.